Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and failure to capture. The right ventricular (rv) lead was also exhibiting high impedance and a rise in thresholds. During the revision, the ra and rv leads were pulled from the implantable pulse generator (ipg) header without having to loosen the setscrews. As blood had entered the connection ports of the ipg, it was decided to explant it and connect the leads to a new ipg. The chronic leads and new ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 4574 implantable pacing lead 2013-(B)(6), (B)(4).